Event description:
The customer reported that during a patient procedure when loading a patient, the patient support top slid, came in contact with the gantry and e-stop opened. The philips field service specialist (fse) confirmed that there was no harm to a patient, operator or bystander. The fse replaced the motor control module (acs) to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).